Manufacturer narrative:
The service technician performed a safety inspection and function check and found no malfunctions or defects with the cot and returned the cot to service.

Event description:
It was reported that during patient transportation, the cot tipped over onto the patients' left side. It was reported that the patient and medical providers were injured during the event. Information regarding the injuries and if medical intervention was required was not reported. The customer believes that uneven pavement may have caused or contributed to the cot tipping.